Manufacturer narrative:
Taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Further info from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported the return of a lap-band due to an alleged "leaking tubing." This was noticed during fill appointment as the pt "lost entire fill amount."